Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 253 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied and patient did a pen correction.

Manufacturer narrative:
Investigation found the exposed portion of the soft cannula kinked. It is unclear when the kink occurred. The 3v battery stack was found to have insufficient charge. It is unclear when these findings occurred, or if they affected the pod¿s ability to deliver insulin. The data download returned an alarm, indicating that the current was above the startup threshold. Investigation found no other defects or deficiencies that would contribute to the startup current being above the threshold. A root cause for the reported events could not be determined.